Event description:
A (B)(6) year old pt contacted zoll lifecor customer support service to report that he put the battery in the device and it had prompted him to press the response buttons and nothing happened. The pt stated that this happened with both batteries. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: evaluation of monitor (B)(4) has been completed. Upon investigation, it was discovered that the front response button was nonfunctional. The cause of the defective response button was caused by corrosion. The root cause of the corrosion cannot be positively determined, but was likely due to liquid ingress. No adverse event resulted from the defective monitor. The pt received a replacement monitor.